Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) units charging indicator is off and on ac mains operation. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse observed that the unit's charging indicator was off. The battery charging supply was okay. The unit was working satisfactorily in both the ac mains and battery. However, the battery status indicator was empty. Low battery error message was displayed on the screen. The fse replaced the defective power supply charger board, and the unit was working satisfactorily. The charging indicator was on, and there was no error message. The iabp was handed over to the customer in good, working condition.